Event description:
It was reported that alternating current (ac) cord prong where the power cord plugs into the back of the power module, was loose and not holding power. When the cord was plugged in power was intermittent and mostly not working. The actual cord unit/black box was loose and wiggling around. This occurred when priming the pump. It was never attached to a patient. The power module was taken out of service and battery was disconnected. Clinical engineering had analyzed the unit and found it to be working properly but not ready for use due to a loose ac connector that could pull out without the ac plug support latch.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loose ac power cord connector port on the heartmate power module and intermittent power supplied to the system was confirmed via evaluation of the returned heartmate power module at the service depot. The returned power module, serial number (B)(6), was visually inspected at the service depot where damage was observed on the on the ac mains power cord connector port and ac mains power cord connector port housing. The power module was returned to the customer without repairs. The provided information indicated the reported event was noticed when priming the pump, and the unit was never attached to a patient. The power module was initially sent to the hospital engineering department for repair before being forwarded to the service depot. The root cause for the loose ac power cord and intermittent power being supplied was determined to be due to damage to the ac mains power cord connector port, ac mains power cord connector port housing. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. The heartmate 3 instructions for use, section 10, entitled ¿safety checklist¿, instructs users to perform routine maintenance of the power module. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records reveals that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 21sep2010. No further information was provided. The manufacturer is closing the file on this event.